Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 31mm 7300tfx magna mitral ease valve was explanted after an implant duration of 4 years, 6 months due to calcification, leaflet immobility, pannus, thrombus, and critical mitral stenosis. The explanted valve was replaced with a 33mm 11400m mitris resilia mitral valve. The implantation data card (idc) indicated that the device explant was not due to deficiency of the original device. The patient is in recovery post surgery. Per medical records, the bioprosthetic mitral valve had some thrombus associated with it as well as pannus and calcification of the leaflets. It was excised without difficulty. The annulus was sized to a 33mm 11400m valve. The valve was passed intracorporeally and seated without difficulty. The native aortic valve required replacement as well and this was performed with a 29mm 11500a aortic valve. The patient was weaned from bypass without difficulty and hemodynamics were excellent. Both bioprosthetic valves functioned well and there was no paravalvular leak. Protamine was administered without ill effect. Postoperatively in the ICU, the patient developed bradycardia and required permanent pacemaker implantation on pod #2. The patient was discharged home with home health services on pod #3 in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H3: evaluation summary: customer reports of calcification and leaflet immobility were confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on leaflets 2 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Two non-transmural tears, each approximately 2 mm long, were observed on the cusp of leaflet 2 and 3 on the inflow aspect. Calcification were evident at the tears. Calcification restricted leaflet mobility and led to stenosis. Sewing cloth had multiple cuts around the sewing ring. Suture fasteners remained attached around the sewing ring. Thrombus was not observed on the valve. H10: additional manufacturer narrative: the reported event was not confirmed through preliminary evaluation of the explanted valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors, including hld and ckd stage 3. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h3 as it was blank and 'yes' box should have been ticked, h6 (device code).